Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that on (B)(6) 2016, the patient somehow turned stimulation off and she is not sure how. The patient stated that it was probably because she was tired. The patient noted that she had minimal charge so she was charging the implant at the time of the report. The implantable neurostimulator (ins) was at a 50% charge level but the patient was unable to turn stimulation back on; the implantable neurological stimulator recharger (insr) was used to try and turn stimulation back on. It was noted that the patient also lost her patient programmer so she was unable to use that to turn stimulation back on as the stimulation on/off buttons on the insr for dbs patients is disabled. With assistance, the disabled on/off button was bypassed and the stimulation was turned back on successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.